Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the axial bearings did not match the implantation axis (approx. 20°) at the control appointments. Patient had a residual cylinder and visual disability. Relevant tests and lab data as follow. Preoperative measurements: bcva ((B)(6) 2023): 0.4 to 0.6. Postoperative measurements: bcva ((B)(6) 2023): 0.4. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).